Event description:
During a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was located in the non-tortuous, moderately calcified, proximal left anterior descending artery (lad). The vessel was accessed through the right femoral artery and predilated with a 2.5 x 20 mm quantum maverick balloon and treated with a 2.75 x 10 mm cutting balloon. Using a wizdom guide wire the physician implanted a 2.75 x 28 mm taxus express2 drug eluting stent at 10 atms for 10 seconds. The balloon was deflated but was unable to be withdrawn from the stent. The physician tried reinflating the balloon to 14 atms for 30 seconds, and tried several deflation techniques, including slow-stepped and re-inflation with fully rapid deflation, to remove the balloon, these were all successful. The guide was then pulled down to the stent edge and the balloon was forcibly withdrawn. The patient did experience a distal edge dissection during the procedure. It is unknown how the dissection was treated.no other patient complications occurred. The patients final condition was reported as `satisfactory/good'. Additional information had been requested.